Event description:
A nurse reported that during cataract surgery, there was no phacofragmentation. There was a 30 minute delay while the system was exchanged. The surgery was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and found a bad contact on the ultrasonic (u/s) printed circuit board (pcb). The u/s pcb was reseated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).